Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm and a 2.75mm x 12mm nc emerge balloon catheters were selected for use. However, during initial inflations at 12 atmospheres, the balloons ruptured. Both devices were removed and completed the procedure with a different device. There were no patient complications reported.